Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.